Manufacturer narrative:
Device was evaluated by service technician of distributor and picture was sent to the manufacturer for analysis. Picture analysis demonstrated that the customer had modified the cord with a pvc pipe that did not allow the cord to flex freely when bed is lowered.

Event description:
It was reported that the bed controls of a fl23se hospital bed were not working. It was further observed that the power cord was torn. There was no patient involvement, no impact or adverse event.